Event description:
On (B)(4) 2013, mother reported the infusion sets have leaked insulin since the patient started the infusion device on (B)(6) 2010. His blood glucose has elevated to "hi," and his normal blood glucose is below 150 mg/dl. He has delivered insulin via infusion device and pen as treatment and did not require treatment from a healthcare professional or second party to address the issue. The headsets are inserted manually into his thigh, and the cannulas are bent when the headsets are removed. The leak will occasionally cause the headset to fall off. The alleged infusion sets were discarded and will not be returned for evaluation, and the patient was sent an infusion set insertion device.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Devices will not be returned.

Manufacturer narrative:
No sample was received for evaluation. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Device was not returned to manufacturer.